Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported device causing damage to another device appears to be a result of user technique. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report that the second clip delivery system (cds 70313u178) caused damage to the implanted clip. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 70313u177) was advanced to the mitral valve, and the clip was implanted. The mr was reduced to moderate. The second cds (70313u178) was advanced; however, when the clip was being retracted through the valve for repositioning, it interacted with the first implanted clip, causing the first clip to detach from the anterior leaflet and remain attached to the posterior leaflet (slda). The second clip was placed lateral of the slda clip and a third clip was implanted medial of the slda clip for stabilization. Three clips were implanted, reducing mr to 1-2. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.